Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer also stated that she had problem with her reservoir. Customer declined to check basal rate settings for accuracy. Customer was able to perform hp test at this time and high pressure test was passed. Troubleshooting was not performed. The product was not returned for analysis.